Event description:
Customer reported system went into subtraction mode uncommanded. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a damaged pin in the interconnect cable connector. System operates as intended.